Event description:
Surgeon implanted an aq2003v silicone lens. The lens tore during insertion into the eye. The lens was removed. A capsular tear was noticed.

Event description:
The initial complaint was for a lens that tore during insertion into the eye. The implant card was received which noted "lens broke capsule when inserting". The reporter then stated that the lens was implanted and removed due to a capsular tear and it was unknown if the tear was caused by the lens.